Event description:
It was reported the patient received medical intervention due to swelling, lymphedema, and infection.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.